Event description:
A (B)(6) male patient called zoll customer support to report that his electrode belt cables were damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node and the rear therapy electrode was ripped from the distribution node. The root cause for the damaged cable was excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.